Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the transmitter did not blink when connected to the sensor. Sensor was recently inserted. Customer was advised to wait for 2 hours for sensor to wet. Customer called again and reported that the electrode was missing. Sensor replacement would be sent.